Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 syringe plastipak 3ml s/su packaging was damaged. Verbatim: it was reported that the problem in product 3 ml syringe. Event 1: 1 tear in the package, event 2: 1 dirt or foreign body inside the syringe. Lot: 4170597 - 2 syringes. Event 3: dirt in the syringe. Lot: 4207818 - 1 syringe.

Manufacturer narrative:
Tear in the packaging a thorough review of the lot history (DHR) was conducted, including all maintenance records and quality notifications associated with this lot. No deviations were identified for this lot. The received sample was evaluated, and the tear observed is due to the removal of the blister, which, if performed incorrectly, may cause tearing of the packaging. Therefore, bd does not confirm the complaint. Based on the available information, we cannot confirm the validity of the complaint. Our manufacturing process is validated according to defined acceptance criteria, and the incident identified in this complaint will be monitored for trend evaluation. As this occurrence does not exceed the acceptable quality level (aql) of the lot, no additional corrective or preventive actions are proposed at this time.

Event description:
No additional information provided.